Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The collimator was calibrated. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the collimator was out of specification in magnification mode. No patient injury was reported.